Event description:
The hcp reported the patient was experiencing minimal response to the intrathecal baclofen despite high dosages. The patient has an intrathecal drug delivery pump. The drug used in the pump is lioresal 2000 mcg/ml at a dose of 199.0 mcg/day infused on a simple continuous basis. The patient underwent surgery for the malfunctioning catheter. During surgery there was no spontaneous return of csf and an inability to aspirate fluid. The catheter was replaced and the patient recovered without sequela. The patient is scheduled for a refill and will be seen for a post-op recheck again the following month.